Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to an unspecific product performance issue. Additional information was received confirming this lead was abandoned due to high capture threshold measurements and high out-of-range impedance measurements. Initially, the revision procedure was performed to explant this lead, but it was broken in the clavicular space and it was then unable to be retrieved, so abandon it was the final decision. No additional adverse patient effects were reported.